Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was maintaining eliquis before the procedure. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The first activated clotting time (act) was 208 seconds and after another 4k of heparin, the act was 288 seconds. Upon release of the device, a thrombus was noted on the threaded insert. The patient will be put on eliquis and bridges with heparin.